Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised. It was also reported that the ratcheting arm was broken and a screw was missing.

Manufacturer narrative:
Alleged failure: no breach. Third party insulation. Screw missing. Ratchet arm broken. The failure(s) identified in the investigation is consistent with the complaint record. A gap between the insulation and the distal was also observed. The probable root cause for missing parts & insulation damage/insulation non stryker part is third party repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Pn & lot# etchings were not present on the insulation which appeared to be a non stryker part; therefore the device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised. It was also reported that the ratcheting arm was broken and a screw was missing.